Event description:
The pt was implanted with the acufix spinal system in 2000. Approx one week post-op, x-rays showed that the right caudal screw of the construct was no longer holding the plate secure to the vertebral body. The surgeon re-operated and installed new hardware without incident.